Manufacturer narrative:
Patient information not available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported the ventilator did not start when bag to vent switch moved to mechanical ventilation mode during a case. There was no patient injury.